Manufacturer narrative:
This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2017 from a male consumer (age unspecified) reporting on self from united states of america. On an unspecified date, the consumer started using johnson and johnson floss, mint waxed, dentally for general oral hygiene (frequency, lot number and expiration date unspecified). After an unspecified duration, the consumer noticed that, the plastic insert and the metal cutter broke off while pulling the floss out. It was reported that when the consumer opened the container for the first time he noticed that the metal cutter was intact but the plastic piece was cracked and when he tried pulling the floss out the metal cutter broke off completely from the plastic insert. The consumer tried putting it back into the container and when he tried pulling it out, the plastic piece and metal cutter came out again. This report had no adverse event and after an unspecified duration the device was discontinued. Lot number was not reported therefore a batch record review or retain analysis could not be requested or a lot trend analysis performed. The analysis for the product quality complaint category will be managed through monthly trending process. The complaint investigation was closed with a disposition of undetermined. This report was considered a reportable malfunction in the united states of america.